Manufacturer narrative:
(B)(4) was not returned for evaluation. Review of the manufacturing records confirmed that the associated pump met all requirements for release. Analysis of the log files revealed 3 high watt alarms and a rise in power consumption to parameters outside the normal operating range; thus confirming the reported event. Based on the information available, the patient favorably responded to the anticoagulation therapy and parameters returned within normal operation, thus suggesting thrombus formation/ingestion likely contributed to the reported high power event. Based on available information, the most likely root cause of the reported event may be attributed to external factors such as thrombus formation/ingestion. A review of the available information does not indicate any device malfunctions or performance issues that would impact the reported event. Clinical factors that may have contributed are multifactorial and may be attributed to medical treatment, progression of disease, anticoagulation therapy, and patient comorbidities. In addition, lvad pump candidates often possess risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased immobility. Though the root cause of the reported event cannot be conclusively determined; however, there are patient, pharmacological, and procedural factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): high watts alarms, are an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump, which are known potential complications associated with all patients implanted with vads as outlined in the labeling. The IFU addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Hemolysis may be due non-device related causes or shearing within the pump, and may lead to the disruption of the integrity of the erythrocyte membrane. Thrombus and hemolysis are known potential complications associated with all patients implanted with vads as outlined in the labeling. The instructions for use (IFU) and patient manual provide guidelines on proper usage of the hvad system and programming hvad pump parameters. Moreover, the IFU provides instruction to further educate the patient about product safety, alarm management, and anticoagulation recommendations. The instructions for use (IFU) addresses guidelines for optimal patient management including having adequate and stable preload available. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains implanted.

Event description:
A report was received that the patient presented to the hospital on (B)(6) 2017 with complaints of dark urine and increased power and flow. Controller log files were sent. Preliminary log file analysis confirmed a rise in power consumption starting on (B)(6) 2017 to a peak of 7.3 watts on (B)(6) 2017 outside of normal consumption. Lactate dehydrogenase (ldh) and d-dimer were both elevated. International normalized ratio (inr) was in normal range. No neurological symptoms were noted. The patient was transferred to the intensive care unit (ICU) and administered tissue plasminogen activator (tpa), 90 mg within 24 hour period. Lactate dehydrogenase and bilirubin levels subsequently decreased. The patient was discharged home in stable condition. No further information was provided.